Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e2304 chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a cgm accuracy issue 8 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was feeling weak, lethargic, nauseous, and had chills. She reported that she ¿felt weird¿ for days. It was noted the patient took tylenol (1000 mg) twice/day during this event. The patient went to the emergency room. At some point during this event, the patient¿s cgm was reading 112 mg/dl and the bg meter was reading 692 mg/dl. The patient was treated with IV fluids, IV insulin, and potassium. The patient also had lab work drawn every 2 hours. The patient was discharged home after approximately 14 hours of monitoring. The patient was fine at the time of the report. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.